Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4), lot number: 61580. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions- the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported further glaucoma surgery, trabeculectomy was performed after the implantation of the xen®45 gts. Affected eye unknown. The device remains implanted at this time.